Event description:
It was reported that during receipt inspection, the subject device had a large white scratch on the left side of the screen. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. White dots were not found on the left side of the screen. In addition, the following reportable malfunctions were identified during the device evaluation: universal cable was scratched. A root cause could not be identified. Based on the results of the investigation, cause of the additional finding was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during receipt inspection, the subject device had a large white scratch on the left side of the screen. There were no reports of patient involvement.